Event description:
It was reported that revision surgery was performed due to inflammatory effusion. Metallosis and instability reported. The devices were implanted in (B)(6) 2010.

Event description:
It was reported that revision surgery was performed.